Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 26 of the patient's mouth. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.